Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. No audio/beep anomaly noted. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump had blank display and there was high pitched sound. The customer's blood glucose level was 138 mg/dl. The customer will return insulin pump for analysis.